Event description:
During routine preventative maintenance testing by stryker, the device exhibited intermittent connection issue with the therapy cable. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was able to verify the reported issue. Stryker replaced the therapy connector to resolve the issue. The device passed functional and performance testing and was returned to the loaner pool.

Event description:
During routine preventative maintenance testing by stryker, the device exhibited intermittent connection issue with the therapy cable. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The stryker product assessment center further evaluated the component and determined one of the pins of the therapy connector cable was worn and caused the reported issue. The device was retained by stryker.